Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Customer stated the drive support cap had dropped out of the device and pressed the cap back in while connected to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 79 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.